Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 188 mg/dl. Customer advised multiple sensors broke off and did not penetrate the patient's body. Customer was advised to return the sensors for analysis and that replacement sensors would be sent out. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and unable to confirm insertion/needle complaint due to customer return sensor no needle. Then, performed visual inspection and found sensor cannula in full during analysis.